Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR#2134265-2017-11174, 2134265-2017-11176, 2134265-2017-11177. (B)(6) study. It was reported that patient death occurred. In (B)(6) 2013, the patient's qualifying condition as stable angina (ccs classification 2). Abnormal fractional flow reserve (ffr) and abnormal stress test or imaging stress test indicated ischemia prior to procedure and the patient was referred for elective cardiac catheterization. Target lesion #1 was located in the mid right coronary artery (rca) with 75% stenosis and was 21 mm long with a reference vessel diameter of 3.00 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 28 mm study stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was located in the distal left circumflex artery (lcx) with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.00 mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 x 20 mm study stent. Following post-dilatation, residual stenosis was 0%. Target lesion #3 was located in the proximal lcx with 60% stenosis and was 12 mm long with a reference vessel diameter of 3.00 mm. Target lesion #3 was treated with pre-dilatation, placement of a 3.00 x 20 mm study stent and post-dilatation. Following post-dilatation there was grade "a" dissection noted which was treated with placement of another 3.00 x 8 mm study stent with 0 % residual stenosis. The patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient presented with shortness of breath, headache and weakness. Forty-five minutes prior to arrival, the patient experienced an onset of stroke like symptoms, which resolved prior to arrival. The patient had a neurology consultation that noted a left occipital lobe ischemic stroke and diagnosis of a potential seizure. The patient was found to have new onset of paroxysmal atrial fibrillation, elevated troponin value of 0.190, and chronic kidney disease. On the same day patient was treated medically in response to the acute systolic heart failure. Six days later the patient was diagnosed with hemorrhagic stroke. A transthoracic echocardiogram (tte) revealed left atrial (la) thrombus as likely cause for stroke. In (B)(6) 2017, the patient was taken to the hospital emergency room, cardiopulmonary resuscitation (CPR) was performed but the patient died within one hour. Per death certificate, immediate cause of death was ventricular tachycardia (1 hour onset to death) and underlying causes of death were, heart failure with reduced ejection fraction (2 years onset to death), ischemic heart disease (5 years onset to death) and coronary artery disease (10 years onset to death). Autopsy was not performed, per death certificate.

Manufacturer narrative:
(B)(4).

Event description:
This report is a duplicate of previously reported MDR#2134265-2017-09967.